Manufacturer narrative:
Concomitant product: 694765, lead, implanted: (B)(6) 2011; 5568-45, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture and a fracture was confirmed. These issues began after the patient got punched in the chest at the device site. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation was ruptured. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed. The analyst commented that no conductor fracture was observed.